Event description:
It was reported that a small portion of the back side on the anchor started to peel off as the surgeon made his final turns for insertion. The implant had been fully inserted into the bone hole, fragments from the implant threads were seen on top of the bone hole. The screw was about 95% inserted. The fragments were seen through the arthroscopy, and removed with a grasper. The surgeon opted to leave the implant in place as it was holding the sutures as expected. Bone preparation was done using a 3.5 mm competitor's bone punch. The procedure was a rotator cuff repair. The patient's bone quality was unknown. No reported issues with patient to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by not inserting the implant co-axial to the bone tunnel and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.